Manufacturer narrative:
Per the manufacturer's subsidiary, the issue occurred during installation of the heart lung machine into the operating room. The central control monitor (ccm) displayed that the 'calibration of the o2 analyzer is not possible'. The unit was replaced with a back up mechanical blender and has been used since by the user facility with no issues.

Event description:
It was reported that during the use of the device for a non-clinical activity, the oxygen (o2) analyzer had a calibration failure. Calibration was attempted multiple times but still failed. There was no patient involvement.

Manufacturer narrative:
Per data log review, the complaint indicated the issue occurred on (B)(6) 2021 but the log showed the issue occurred on (B)(6) 2021. On that date, each time gas system calibration was attempted it failed with 'oxygen (o2) sensor out of range at calib'. The voltage was high. The log confirmed the complaint. The service repair technician could not duplicate the reported complaint. He ran the electronic patient gas system (epgs) calibration and testing successfully. The o2 sensor was replaced as a precaution. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) calibrated the electronic patient gas system (epgs) three times consecutively, passing each time. The epgs passed verification/release testing successfully. It was determined that the epgs met specification.